Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 5 of 6. The home patient (hp) was connected to the patient line at the time of the call. A baxter technical service representative (tsr) assisted the hp in clearing the alarm. During troubleshooting no issues were noted which could have contributed to the event. The hp advised that they did disconnect from the patient line but used proper technique. The hp reconnected in drain 5 of 6 causing the se 2240 alarm. It was unknown if the hp would do further therapy that night. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.